Event description:
It was reported that during the implant procedure, the rv lead was dropped down to rv. When hooking up to analyzer cables only noise was showing. Changed cables, programmer and analyzer adpater. Nothing changed noise on screen droppped a-lead down. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned.